Event description:
It was reported by service report that the casters were swiveling and the brakes were not holding. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Internal damage of casters.